Event description:
It was reported that the 9800 system had a black fluoro image and the time and date were incorrect. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced battery on the sbc and repaired loose connection (video wire) in the interconnect cable. The system was tested adn found to be working as intended and placed back into service.